Event description:
The plaintiff's attorney alleged that the patient reported fluid leaking during use of the product and subsequently experienced peritonitis in (B)(6) 2013. It is also alleged that as a result of the peritonitis, the patient has undergone 10 surgeries on unknown dates.

Manufacturer narrative:
This one event reported on the same patient involving two separate products and associated with MDR # 8030665-2014-00234.